Manufacturer narrative:
Additional medical information was requested, but not received. Device was received and evaluated. The results of that evaluation revealed that the solution met all chemical, biocidal and bioburden specification requirements and concluded that no product defect was found. A review of the lot batch record and testing of retain samples concluded that the product was formulated and manufactured according to local and global specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional information has been requested but not yet received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported developing uveitis after using multi-purpose solution for two days. This is the first time the consumer used this brand of solution. The prescribed treatment included: 875mg amoxicillin, 125 mg clavulanic acid, 20 mg prednisolone, meocil ointment, 1mg/1ml dexamethasone phosphate and hidrocil pensalac. The consumer states they are feeling better at the time of this report. A medical report was provided by the consumer which confirmed bilateral inflammation. Additional medical information has been requested, but not received.